Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the pt's arteries were reported to be calcified and moderately tortuous. It was reported that the device was attempted to be inserted; however, that was unsuccessful due to the calcification. The delivery system was removed and the artery was ballooned with another manufactures' balloon. It was reported the pt's artery was dissected and there were extravasations noted. It is unk whether the dissection occurred during insertion of the device or during the ballooning process. The same aneurx device was re-introduced and the stent graft was successfully deployed covering the dissection. No additional clinical sequelae were reported and the pt is fine.